Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It it was reported that implantable cardiac monitor (icm) detected false pause episodes due to loss of contact. The device remains in use. No patient complications have been reported as a result of this event. It was reported that the clinician felt the remote monitoring network was functioning slower than expected. The clinician wanted to know how the alerts were set up. The network remains in use. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.